Event description:
Customer medwatch states "event desc: argatroban infusion (new bag) was hung by nurse at approximately 0300 at a rate of 8.77 mcg/kg/min (equating to 30.5 ml/hr), as per order. Order and pump settings were verified by second nurse. At approximately 0400 the pump was heard beeping; the pump was checked and bag found to be empty. After the bolus of argatroban the patient was transferred to micu for observation (for bleeding), but remained stable. The patient had been discharged. Clinical engineering has been able to find nothing wrong with the infusion pump." Relevant tests/lab data contains a few lines from an event log dated (B)(6) 2013 from 04:04 to 04:13 and states "downloaded pump event log on (B)(6) 2013: log indicates that volume infused was not cleared prior to the programming of channel a to infuse argatroban at 03:04. The volume infused from 03:04 to 3:44 is 20.6 ml, which equates to a rate of 30.9 ml/hr. This matches the programmed rate of 30.5 ml/hr. According to the log, the pump infused properly." No further event or patient information is available.

Manufacturer narrative:
(B)(4). Although requested, the pump has not been received. A follow up report with failure investigation results will be submitted should the device be returned for evaluation.